Manufacturer narrative:
Correction (g3) of the initial medwatch. The aware date should be 09-jan-2024.

Manufacturer narrative:
This report is being submitted to correct the device model number and serial number. Updated fields: d1, d4, g4.

Event description:
It was reported, the colonovideoscope, mistakenly was using a high-level disinfectant (mckesson opa) as the 1st step instead of enzymatic detergent (flexclean). It was discovery and corrected by the customer. There were no reports of patient harm. This report is related to and linked patient identifier (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed it was due to incorrect reprocessing steps by the user. The events can be detected/prevented in accordance with the following instructions for use: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.